Event description:
Reporter indicated that vns therapy system was explanted due to extrusion of the lead. Ent physician indicated that "sinus tracks formed in the area of the lead and the lead eviscerated." Three attempts were made to resolve the situation, including explant of prior vns therapy system (reference medwatch report 1644487-2004-00307). The patient is reportedly seizure-free and there are no plans to reimplant.

Event description:
Further follow-up revealed that the pt underwent explant of the remaining electrode portion of the bipolar lead. Explanting surgeon indicated that the pt developed chronic draining from the wound for approx 6 mos prior to removing the electrode portion of the lead. Explanting surgeon reported that there was a lot of scar tissue in neck and some granulation tissue with some purulent appearing material. Explanting surgeon indicated that this was all removed and that the pt tolerated the procedure well.